Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device triggered inappropriate af episode for a sinus tachycardia. The patient was exercising during the event. It was discussed that the r-wave sensing was appropriate. No intervention was performed. Patient did not experience any symptoms.